Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-03406. It was reported the patient experienced a superficial infection at both the ipg and lead sites approximately two weeks after implant. Antibiotics were prescribed to treat the infection. As of (B)(6)2017, the infection had significantly improved as stated by the physician.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-03406. Follow-up identified the patient's infection has resolved.